Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an endoscopic zenker¿s diverticulectomy procedure. While trying to transect the tissue, the staple was attempted to fire but it made a loud crunching sound, the staples did not form, and the tissue was not cut. It was determined the load was not in properly. The case was completed using a new device. No patient injury.